Event description:
The complaint was reported as: customer alleges that the tab used to close the feeding port gets looser after each use. Customer's concern is tha the tab will break completely and the tube will be left open with the potential of food or fluids back flowing out of the open port. There was no report of patient harm or injury. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for eval. No conclusion can be established at this time based on the lack of defective sample. In december 2013 a complaint was received for this product, indicating that the cap was getting loose, a new complaint was generated, in this occasion the cap of the tube was broke off. It is necessary to have the physical sample in order to perform a proper investigation. Supplier will be notified about this issue.